Event description:
The customer reported the system shut down without command. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The biomed department replaced the main plug. The system was found to be working as intended. The system was put back into service.